Event description:
Spontaneous. Pt reports that his tubing had come apart; the flexible tubing had disconnected from the hard plastic connector. Pt states there were a lot of air bubbles in tubing but he had jammed tubing back together. Pt was not sure when tubing fell apart, states it was under his shirt and could have occurred before he went to bed. I advised pt not to use the current cassette and tubing due to the air bubbles, that we couldn't guarantee this tubing would not fall apart again and sterility concerns. Pt wasn't sure how long he had been off infusion, states he had it all under a shirt and it was possible it had disconnected prior to his going to bed last night. Pt also states the last time he was off remodulin and had to restart; he had a very bad reaction, including his blood pressure bottoming out. I asked pt if he had a hospital nearby he could go to, he said his (B)(6) hospital is (B)(6) under dr. (B)(6) but it's about 2 hours. Pt asked how long he should stay at the ER and I asked when he had the issues last time, if they were immediate and he said they weren't. I advised pt to remain there at least a double hours until (B)(6) md's office was open to instruct him further; "at" voiced understanding. Tubing lot number and exp date is unk. Unk of product is available for return. No further info, details or dates available. Sq remunity self-fill pt. Pt states his local hospital is very basic and the last time he had a problem there he was airlifted to "(B)(6)" and he didn't want to do that again. I advised to go to the local hospital, stating I would be concerned about him making a drive that long with his history. Pt agreed and went to the hospital with his med and supplies while I paged his (B)(6) mds on-call. I received call back from dr (B)(6) and explained the situation. Md said that they typically restart remodulin pts with a 25% reduction but she would want pt to do it at the local hospital under supervision. I called the pt back and he was in an ER room with a doctor. I advised him on the restart directions. Reported to (B)(6) by pt/caregiver.